Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issues were confirmed upon power up. The fault was isolated to a damaged microprocessing unit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error codes 1260,1261,1210. There were no adverse events reported.